Manufacturer narrative:
This follow up report is being submitted to relay additional information. It is reported that the implant fractured sometime between (B)(6) 2017. Concomitant devices - affixus hip fracture nail catalog #: 8145-11-180 lot #: ni, hip fracture nail lag screw 10.5 mm x 100 mm catalog #: 8145-01-100 lot #: ni, hip fracture nail screw 5 mm x 38 mm catalog #: 8145-50-038 lot #: ni, cable 1.8 mm x 635 mm catalog #: ni lot #: ni. The complaint sample was evaluated through a complaint history review and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history determined that no further action is required. Lack of bone healing can result in loading of the implants for an extended duration. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that the patient underwent a revision due to implant fracture approximately five (5) months following an internal fixation procedure to treat a subtrochanteric femur fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery approximately three months post surgery due to implant fracture.